Event description:
The patient contacted animas on (B)(6) 2012 alleging the audio bolus button came off the pump about six months prior. The patient further reported that three-to-four months ago, the audio bolus button became intermittently unresponsive. The patient denied trauma to the pump and stated the keypad was intact without peeling. The patient opted to centime using the pump at the time of the call. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was torn in the center exposing the white slug. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and down arrow button responded normally. The up arrow and ok buttons had intermittent response. The keypad cover was removed for investigation and revealed no visible contamination; however, the up arrow, down arrow and ok button contacts were misaligned.